Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens in the patient's right eye (od) but was unable to position the icl correctly. The lens was removed with no patient injury. The backup icl was implanted. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4): unable to position icl correctly. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).